Manufacturer narrative:
(B)(4). The customer returned one snaplock adapter with clip and one epidural catheter piece for investigation. A visual exam was performed and the snaplock appeared typical with no observed defects. Visual examination of the returned catheter revealed that the entire catheter was not returned. It cannot be determined which end of the catheter is the proximal and which end is the distal as the catheter is separated at both ends. At one end the catheter appears to have been stretched and separated. The catheter coils are stretched and unraveled and the extrusion shows signs of stretching. At the other end, the catheter appears to have been cut. The coils remain tightly wound and do not extend beyond the extrusion. No other defects or anomalies were observed. The returned catheter piece measures approximately 62.4 cm which is not within specification. Functional testing was performed using the catheter piece and the snaplock adapter and there were no issues found. A device history record (DHR) review was performed on the epidural catheter and snaplock adapter with no relevant findings. Other remarks: the reported complaint of a disconnection between the snaplock adapter and the epidural catheter was confirmed based upon the samples received. No functional issues were found with the returned snaplock adapter; however, the returned epidural catheter was confirmed to be separated at both ends. A DHR review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. Therefore, it was determined that use error caused or contributed to this event.

Event description:
The customer alleges that the catheter came off the snaplock. A new catheter was inserted. No patient injury.

Manufacturer narrative:
(B)(4). Code was inadvertently left out on follow-up #1.

Event description:
The customer alleges that the catheter came off the snaplock. A new catheter was inserted. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter came off the snaplock. A new catheter was inserted. No patient injury.